Event description:
It was reported that since implant the right ventricular (rv) his bundle lead exhibited high thresholds. The rv lead was capped and replaced with an left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.